Event description:
It was reported that the pump segment of the IV tubing separated from itself as the rn was removing the tubing from the IV pump. IV dextrose 15% was infusing through a umbilical vein catheter (uvc) at 2ml/hr, at the time of the event. The event occurred in the neonatal ICU. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that the pump segment of the IV tubing separated was confirmed based on visual inspection. The separation was at the engagement between the silicone segment and lower fitment of the pump chamber assembly. The expected retainer ring for this engagement was not received; however inspection of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the silicone segment tubing. Dimensional analysis of the available separated components observed they were within specification. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No other damages or issues were observed. Functional testing was deemed not necessary due to the obvious separation. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient was admitted to neonatal ICU for prematurity and hypoglycemia. Race and ethnicity: (B)(6).

Event description:
It was reported that the pump segment of the IV tubing separated from itself at the pump segment as the nurse was removing the tubing from the IV pump. IV dextrose 15% was infusing through umbilical vein catheter (uvc) at 2ml/hr at the time of the event. The even occurred in neonatal ICU. There was no patient harm.